Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that 5 of the infusion sets from this box were leaking at the headset. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.